Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Coopervision received notice that the consumer obtained an eye infection after wearing coopervision contact lenses. Good faith efforts were made to obtain additional information. No lenses were returned for evaluation. The ecp only gave the consumer replacement lenses. This event is being reported in abundance of caution for the alleged eye infection.